Event description:
The customer reported the evis exera iii video system center is unable to display image when the scope pigtail is connected. In addition, a power button issue was noted. The customer attempted multiple scopes; however, the issue persisted. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event. This report is being submitted for the no image issue

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of no image was confirmed. Furthermore, a broken power switch and stuck power button were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. However, it is likely the cause is related to a defect associated with the operational amplifier circuit design change of the printed circuit board (dr board) and the design change of the power switch. The circuit design of the operational amplifier of the dr board was changed because it did not meet the specifications (there was a possibility that a blackout might occur inside the mask of the 180 scope). The dr board design change was confirmed to have been made on april 16, 2018, and the modified products were shipped from june 13, 2018. The design of the power switch was changed to improve its resistance. Modified products related to the power switch were shipped from november 18, 2013. This also confirms that the reported device was manufactured prior to the design changes and shipment of modified products. Olympus will continue to monitor field performance for this device.